Event description:
A (B)(6) male underwent a transurethral resection of his prostate on (B)(6) 2012. During resection of the prostate, the storz cutting loop was noted to have a small fragment approximately 2mm in length broken off. Piece was unable to be located, and was not visible on x-ray. A 22 french 3 way foley catheter was placed and irrigated until clear.